Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/perforation (fallopian tube(s))") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and laparoscopic left salpingectomy, ablation of endometrioses.). At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, depression and anxiety outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded; in 2006: total bilateral occlusion. On (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-jul-2018: per plaintiff fact sheet event: mental anguish and depression was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/perforation (fallopian tube(s)) / migration of essure device: implant on the left side is more downstream") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, 12 days after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain / pain only on left side"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal pain / left abdominal area / left abdominal pain / pain only on left side"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). The patient was treated with surgery (hysterectomy and laparoscopic left salpingectomy, ablation of endometrioses.) And surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea and back pain outcome was unknown, the menorrhagia, vaginal haemorrhage, migraine and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded; in (B)(6) 2016: total bilateral occlusion,; in 2006: total bilateral occlusion. On (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. On (B)(6) 2016 hysterosalpingogram should total bilateral occlusion, migration of essure device ¿ plaintiff was told in (B)(6) 2016 left coil wasn't in the correct position, but both tubes were closed by (healthcare provider) (per pfs). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, migraines, headaches, lower back area. Event menorrhagia make medically significant and intervention required. Onset date of event menorrhagia, vaginal haemorrhage were updated. Plaintiff details, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of the device/perforation (fallopian tube(s))") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and laparoscopic left salpingectomy,blation of endometrioses.). At the time of the report, the fallopian tube perforation, pelvic pain and menstrual disorder outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded; in 2006: total bilateral occlusion. On (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 19-apr-2018: pfs received.events:abnormal bleeding (vaginal, menorrhagia),perforation (fallopian tube(s), abdominal pain were added. Concomitant disease were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the device/perforation (fallopian tube(s)) / migration of essure device: implant on the left side is more downstream') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included nsaids, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines, migraines / headaches") and headache ("headaches"), 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain / pain only on left side"), abdominal pain ("abdominal pain / left abdominal area / left abdominal pain / pain only on left side"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration of essure device:unknown location"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation and hysterectomy,laparoscopic left salpingectomy on (B)(6) 2016, ablation of endometrioses). At the time of the report, the fallopian tube perforation, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea and post procedural complication outcome was unknown, the menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, migraine, headache and genital haemorrhage had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : in essure removal. Discrepancy noted date(s) of insertion: (B)(6) 2005 (as per pif),recent follow-up18-jun-1979 *on (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. On (B)(6) 2016 hysterosalpingogram should total bilateral occlusion, migration of essure device ¿ plaintiff was told in (B)(6) 2016 left coil wasn't in the correct position, but both tubes were closed by (healthcare provider) (per pfs). Patient received treatment for: pain , bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: essure device was successfully occluded; in 2006: results: total bilateral occlusion.; in (B)(6) 2010: total bilateral occlusion/ left coil wasn't in the correct position; in (B)(6) 2016: results: total bilateral occlusion,; on (B)(6) 2016: results: the implant more down stream along the tube .. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the device/perforation (fallopian tube(s) / migration of essure device: implant on the left side is more downstream') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included nsaids, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"), 12 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain / pain only on left side"), abdominal pain ("abdominal pain / left abdominal area / left abdominal pain / pain only on left side"), depression ("depression"), anxiety ("mental anguish") and back pain ("lower back area"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration of essure device:unknown location"), menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping"). The patient was treated with surgery (ablation and hysterectomy, laparoscopic left salpingectomy on (B)(6) 2016, ablation of endometrioses.). At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and nausea outcome was unknown, the menorrhagia, vaginal haemorrhage, migraine and headache had resolved and the pelvic pain, abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal. On (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. On (B)(6) 2016, hysterosalpingogram should total bilateral occlusion, migration of essure device. Plaintiff was told on (B)(6) 2016 left coil wasn't in the correct position, but both tubes were closed by (healthcare provider) (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: results: essure device was successfully occluded; in 2006: results: total bilateral occlusion; on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received outcome of event " pain" was updated as recovering. Patient demographics was updated. New event added:migration of essure device: unknown location. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the device/perforation (fallopian tube(s)) / migration of essure device: implant on the left side is more downstream') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chest pain, anemia, nausea, back pain, fever, cough and diarrhea. Concomitant products included nsaids, paracetamol (acetaminophen) and ranitidine hydrochloride (zantac). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines, migraines / headaches") and headache ("headaches"), 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("persistent pelvic pain/pain / pain only on left side"), abdominal pain ("abdominal pain / left abdominal area / left abdominal pain / pain only on left side"), depression ("depression/ psych injury"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("lower back area"). On (B)(6) 2014, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation ("migration of essure device:unknown location"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen abnormal bleeding") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation and hysterectomy,laparoscopic left salpingectomy on (B)(6) 2016, ablation of endometrioses). At the time of the report, the fallopian tube perforation, menstrual disorder, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue, nausea and post procedural complication outcome was unknown, the menorrhagia, device dislocation, pelvic pain, vaginal haemorrhage, migraine, headache and genital haemorrhage had resolved and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted : in essure removal. Discrepancy noted date(s) of insertion: (B)(6) 2005 (as per pif). *on (B)(6) 2016 hsg revealed, the implant more down stream along the tube on the left side this is the side that is causing pain, it interferes with her activities of daily living her exercise and intercourse. On (B)(6) 2016 hysterosalpingogram should total bilateral occlusion, migration of essure device ¿ plaintiff was told in (B)(6) 2016 left coil wasn't in the correct position, but both tubes were closed by (healthcare provider) (per pfs). Patient received treatment for: pain , bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: essure device was successfully occluded; in 2006: results: total bilateral occlusion.; in (B)(6) 2010: total bilateral occlusion/ left coil wasn't in the correct position; in (B)(6) 2016: results: total bilateral occlusion,; on (B)(6) 2016: results: the implant more down stream along the tube .. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter's information added. Event: post removal complication , gen abnormal bleeding were added. Event outcome were updated to recovered for pain, bleeding, migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.